Event description:
In june 1998, pt experienced cardiac arrest. On july 1, 1998, pt underwent ptca/stenting of left main coronary artery and ICD implantation. On march 15, 1999, reported that he was "shocked many times." Pt went to his physician's office and was admitted. Eval during the admission determined that the ICD needed to be explanted because it was faulty.